Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received critical pump error and open book image displayed on screen. Insulin pump was exposed to moisture. Insulin pump had crack at battery housing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, sleep current measurement, and active current measurement due to blank display. Unable to download and verify critical pump error (open book image) alarms due to blank display. The following were noted during visual inspection: corroded battery tube, cracked case (battery tube), cracked case-corner of belt clip rails, and minor scratched case.